Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch 1221934-2018-50580.

Event description:
It was reported by the sales rep that the customer's expressew iii needle was getting stuck in their expressew iii ac + gun and not fully firing during a rotator cuff repair. The case was completed with other like devices. There were no patient consequences or delays. The device is being returned. The sales rep was not present during the case and could not provide any more details.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the laser lines on the device were faded and striations were present along the surface of the device, which indicated that the device had been heavily used. A eiii needle was inserted into the gun, and then fired. The needle became stuck in the fired position inside the gun, and had to be forcefully pulled out. This type of failure is typically observed when the device is reused multiple times and is not kept well lubricated or cleaned properly thus allowing debris to collect inside the gun. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-50580.